Event description:
Patient had significant ongoing infections at the area of screw insertion which was discovered in clinic assessments at 4 weeks post-operation after the implantation of the hybrid mmf system. During removal of the hybrid mmf system, it was noted that the gingiva had started to grow up the screw shaft in the space generated through use of the spacer, this lead to issues during removal of the plates and caused significant pain to the patient.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned.